Event description:
It was reported that review of log file data revealed motor start events with parameters outside of the typical range, and an unexpected loss of power. The ventricular assist device (vad) and controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4ous: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system - controller d4: model#: 1420 / catalog#: 1420 / expiration date: 28-feb-2022 / serial#: (B)(6) / d9: no / h3: no / h4: mfg date: 12-feb-2021 / h5: no / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller ((B)(6)) were not returned for analysis as both devices remain in service. A review of the device history records confirmed that the associated devices met all requirements prior for release. Log file analysis revealed motor start events, recorded on (B)(6) 2023 at 16:49:20, on (B)(6) 2024 at 19:40:03, on (B)(6) 2025 at 14:08:11, and on (B)(6) 2025 at 14:32:06, in which the motor start parameters were atypical. Log file analysis also revealed two (2) controller power-up events, with associated motor start events, logged on (B)(6) 2025 at 07:38:00 and on (B)(6) 2025 at 14:32:02, indicating losses of power to the controller. The data point logged prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 73% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 67% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The data point logged prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 73% rsoc and (B)(6) was connected to power port two (2) with 23% rsoc. The data p oint recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for eleven (11) seconds and ten (10) seconds, respectively. No anomalies we re recorded leading up to the losses of power. As a result, the reported event was confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the losses of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.